Event description:
Rptr stated that green particulate matter was noted by rn upon drawing the dilaudid (lot 00500046) up into a monoject tb syringe (lot 349709-tb263/8)-1cc. The particulate matter is possibly of a plastic origin. Rptr noted that it is unk if the particulate matter was from the dilaudid or the syringe.